Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facility medwatch 5076239 that distal tip detachment occurred. The chronic totally occluded (cto) target lesion was located in the left anterior tibial artery. A 300 cm angled tip v-14¿ controlwire® guide wire was advanced to the lesion. However, it was noted that the wire buckled and when the wire was pulled back, the tip of the wire remained within the subintimal space. The device fragment was left inside the patient's body. No further patient complications were reported.